Event description:
Customer reportedly obtained results of 284 mg/dl and 48 mg/dl on the advantage system within 10 mins while having hypoglycemic symptoms. Customer drank coffee with honey after results. No adverse event reported. Requested return of suspect system and replacement sent.